Event description:
It was reported that the right ventricular pacing lead had a high threshold, and that sensing on the lead was "borderline". Pacemaker was reprogrammed for higher outputs with the automatic sensitivity adjustment function turned off. The lead will be monitored. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.